Event description:
Related manufacturer's report number: 2916596-2021-06590. It was reported that the patient had driveline damage. Elevated powers and flows were also found in the patient's log files event log history. The elevated powers were in the 8-13 watts range and occurred on (B)(6) 2021. These high powers were also associated with pulsatility index (pi) events and were transient. A review of the log files found no external power events due to a loss of power to the mobile power unit (mpu).

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file analysis. The mobile power unit was not returned for analysis; however, a log file was submitted for review. A review of the log file showed 240 events spanning approximately 21 days (11oct2021 ¿ 01nov2021 per timestamp). Intermittent no external power alarms were active on 19oct2021 from 17:48:17 ¿ 17:53:00. This alarm occurred while connected to the mobile power unit (mpu) and appears to be caused by a loss of a/c power. The backup battery provided power to the system during these events. The alarms cleared shortly after activating and pump operation was not affected. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding the serial number of the mobile power unit (mpu), if any equipment was replaced and if it would be returned, if the mpu had a v-lock connector on the ac power cord. To date, no response has been received. A root cause for the reported event could not be conclusively determined through this analysis; however, the alarms appear to be due to a loss of a/c power. The device history records were unable to be reviewed due to no serial number being provided for the mobile power unit. Heartmate ii instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate ii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. Heartmate ii patient handbook and heartmate ii IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.